Event description:
It was reported that the patient had an episode of ventricular tachycardia. Two strips indicate r-r intervals showing undersensing. The patient¿s medication was changed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.